Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states insulin was dripping out of the cannula and had air bubbles in the tube. The customer states they forgot to take the needle guard off. The customer was assisted with set change. There was no troubleshoot done for air bubbles due to customer having taken it off and wanted to start from scratch.